Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence, perineal pain, and urethrorrhagia. The physician reported that the patient underwent an emergency procedure not related to the device and, during emergency care for a cardiac arrhythmia, the urethra was injured at the sphincter cuff site. The cuff extruded through the bulbar urethra, and marked perineal fibrosis was noted. Medication was administered to treat pain. No infection was reported. A revision was scheduled. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1100552259. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100530439. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence, pain, extrusion, fibrosis and tissue damage are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of recurrent incontinence, pain, extrusion, fibrosis and tissue damage are known risk associated with this device type and indicated as such in the instructions for use.